Event description:
It was reported that during an attempted interrogation, this implantable cardioverter defibrillator (ICD) could not be interrogated. The physician attempted to get tones from magnet placement and the device did not emit tones. No adverse patient effects were reported. This device remains in service.